Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. It was reported that the other day he woke up and noticed the stimulation he normally felt was not working. Patient put charger on but it showed he was 3/4 charged. Patient tried further steps and hit the button to turn it off and back on and switched from a to b and felt stim when he did that. Patient thinks one of his groups no longer works. Patient does not think the change has anything to do with adaptive stim. Patient was redirected to their hcp to have the device checked in person. Patient no longer has hcp who helps him with his stimulator. No further complications were reported.